Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage was found after injected with water from the inflation valve by syringe.

Manufacturer narrative:
The reported event was confirmed. A two way latex catheter was returned for evaluation. A 10 cc luer lock syringe was used in an attempt to inflate the device. The device leaked forcefully at the inflation valve, at the crack, and did not inflate. A potential root cause could be due to an "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. This product was manufactured in moncks and then sent to be placed in strip packaging, foley trays, and other product subassemblies with finished goods of various labeling. Without the tray product catalog# and/or the corporate lot number, the labeling the user received could not be determined. Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leakage was found after injected with water from the inflation valve by syringe.